Event description:
It was reported that during a lap sigmoidectomy, leak occurred after firing between the colon and the rectum. The site was anastomosed again. However, the same event occurred in the 2nd device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and is changed to not reportable.